Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2020-02100. It was reported that lead migration issue was observed. Patient denies any traumas or falls. As a result, lead revision was completed on (B)(6) 2020, wherein one lead was repositioned down from t8 to t9 position and the second lead was repositioned down from t9 to t10 and the anchors were relocked into position. There were no complications during the procedure. Patient was stable post procedure.